Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer failed. The field service engineer (fse) reseated all relevant cables to address connectivity issues. After reseating the cables, the fault was cleared successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the main drawer 2.1, a half height drawer, had failed and was not detected on the bus. The customer reported that a registered nurse in the surgery unit attempted to pull medication, but the drawer failed. A pharmacy technician attempted to recover the drawer, but it would not open. The technician then rebooted the pyxis machine, which displayed device not detected on bus. The technician rebooted the machine a second time, but there was still no change. The customer stated that this malfunction occurred while dispensing the medication. However, there were no delays or adverse events or injuries reported based on this event.